Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, depression, anxiety and nausea. Concurrent conditions included obesity, bipolar disorder and hiatal hernia. Concomitant products included dicycloverin hydrochloride (bentyl), lamotrigine (lamictal), omeprazole (prilosec) and sertraline (zoloft). In june 2011, the patient had essure inserted. In june 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches/chronic headaches/pain: head"), weight increased ("weight gain/I gained nearly 50 in the first 6 months after implant"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("pain: joint"), pain in jaw ("pain: jaw"), toothache ("pain: teeth") and back pain ("pain: back"). In july 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In october 2011, the patient experienced hirsutism ("hair growth on face/I developed hair growth on my face"), hyperhidrosis ("abnormal sweating/as well as abnormal increase in body sweat (even with no activity)") and mood altered ("I also experienced mood changes"). In 2012, the patient experienced menorrhagia ("extended cycle/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("I experienced increased depression"), anxiety ("I experienced increased anxiety"), nausea ("nausea"), irritable bowel syndrome ("ibs (irritable bowel syndrome)") and alopecia ("hair loss"). In 2013, the patient experienced migraine ("migraines"), hypoaesthesia ("occasional numbness down my legs") and paraesthesia ("occasional tingling down my legs"). In 2014, the patient experienced bladder disorder ("bladder or problems or changes: unspecified") and urinary tract disorder ("urinary or problems or changes: unspecified"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and allergy to metals ("allergy to metal/no longer able to wear jewelry") with rash. The patient was treated with ondansetron (zofran) and surgery (she underwent hysterectomy (full) with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, allergy to metals, hirsutism, hyperhidrosis, mood altered, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, irritable bowel syndrome, hypoaesthesia, paraesthesia, dysmenorrhoea, dyspareunia, pain in jaw, toothache and back pain outcome was unknown and the headache, abdominal pain, weight increased, fatigue, alopecia and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, hyperhidrosis, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pain in jaw, paraesthesia, pelvic pain, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, ibs (inflammatory bowel syndrome), depression, pelvic pain." Most recent follow-up information incorporated above includes: on 7-sep-2018: reporter information was added. Her demographic was updated. Her historical/concurrent conditions and medications were added. Lab data was added. Essure insertion date and indication updated. Per plaintiff fact sheet following events were added: hair growth on face/I developed hair growth on my face; abnormal sweating/as well as abnormal increase in body sweat (even with no activity), (I also experienced mood changes); abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), I experienced increased depression, abnormal bleeding (vaginal)) increased anxiety, bladder or problems or changes: unspecified, urinary or problems or changes: unspecified, migraines, nausea, vaginal discharge, fatigue, ibs (irritable bowel syndrome), hair loss, occasional numbness down my legs, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse)), pain: joint, pain: jaw, pain: teeth , pain in back. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, depression, anxiety and nausea. Concurrent conditions included obesity, bipolar disorder and hiatal hernia. Concomitant products included dicycloverin hydrochloride (bentyl), lamotrigine (lamictal), omeprazole (prilosec) and sertraline hydrochloride (zoloft). In (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches/chronic headaches/pain: head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("pain: joint"), pain in jaw ("pain: jaw"), toothache ("pain: teeth") and back pain ("pain: back"). In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6)2011, the patient was found to have weight increased ("weight gain/I gained nearly 50 in the first 6 months after implant") and experienced hirsutism ("hair growth on face/I developed hair growth on my face"), hyperhidrosis ("abnormal sweating/as well as abnormal increase in body sweat (even with no activity)") and mood altered ("I also experienced mood changes"). In (B)(6)2012, the patient experienced alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition: type."). In 2012, the patient experienced menorrhagia ("extended cycle/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and irritable bowel syndrome ("ibs (irritable bowel syndrome)"). In (B)(6)2012, the patient experienced depression ("I experienced increased depression"), anxiety ("I experienced increased anxiety") and nausea ("nausea"). In (B)(6)2013, the patient experienced migraine ("migraines"), hypoaesthesia ("occasional numbness down my legs") and paraesthesia ("occasional tingling down my legs"). In (B)(6)2014, the patient experienced bladder disorder ("bladder or problems or changes: unspecified") and urinary tract disorder ("urinary or problems or changes: unspecified"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and allergy to metals ("allergy to metal/no longer able to wear jewelry") with rash. The patient was treated with ondansetron (zofran) and surgery (she underwent hysterectomy (full) with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, allergy to metals, hirsutism, hyperhidrosis, mood altered, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, irritable bowel syndrome, hypoaesthesia, paraesthesia, dysmenorrhoea, dyspareunia, pain in jaw, toothache, back pain and gastrointestinal disorder outcome was unknown and the headache, abdominal pain, weight increased, fatigue, alopecia and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, hyperhidrosis, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, pain in jaw, paraesthesia, pelvic pain, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, ibs (inflammatory bowel syndrome), depression, pelvic pain." Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received ¿ new event gastrointestinal or digestive system condition: type was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('heavy bleeding') in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, headache, depression, anxiety and nausea. Concurrent conditions included obesity, bipolar disorder and hiatal hernia. Concomitant products included dicycloverine hydrochloride (bentyl), lamotrigine (lamictal), omeprazole (prilosec) and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced headache ("headaches/chronic headaches/pain: head"), dyspareunia ("dyspareunia (painful sexual intercourse)"), arthralgia ("pain: joint"), pain in jaw ("pain: jaw"), toothache ("pain: teeth") and back pain ("pain: back"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2011, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain/I gained nearly 50 in the first 6 months after implant") and experienced hirsutism ("hair growth on face/I developed hair growth on my face"), hyperhidrosis ("abnormal sweating/as well as abnormal increase in body sweat (even with no activity)") and mood altered ("I also experienced mood changes"). In (B)(6) 2012, the patient experienced alopecia ("hair loss") and gastrointestinal disorder ("gastrointestinal or digestive system condition: type."). In 2012, the patient experienced menorrhagia ("extended cycle/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and irritable bowel syndrome ("ibs (irritable bowel syndrome)"). In (B)(6) 2012, the patient experienced depression ("I experienced increased depression"), anxiety ("I experienced increased anxiety") and nausea ("nausea"). In (B)(6) 2013, the patient experienced migraine ("migraines"), hypoaesthesia ("ocassional numbness down my legs") and paraesthesia ("occasional tingling down my legs"). In (B)(6) 2014, the patient experienced bladder disorder ("bladder or problems or changes: unspecified") and urinary tract disorder ("urinary or problems or changes: unspecified"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), allergy to metals ("allergy to metal/no longer able to wear jewelry") with rash, nervous system disorder ("neurological problem") and hypersensitivity ("hypersensitivity reaction"). The patient was treated with ondansetron (zofran) and surgery (she underwent hysterectomy (full) with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, allergy to metals, hirsutism, hyperhidrosis, mood altered, vaginal haemorrhage, female sexual dysfunction, depression, anxiety, bladder disorder, urinary tract disorder, migraine, nausea, vaginal discharge, irritable bowel syndrome, hypoaesthesia, paraesthesia, dysmenorrhoea, dyspareunia, pain in jaw, toothache, back pain and gastrointestinal disorder outcome was unknown and the headache, abdominal pain, weight increased, fatigue, alopecia and arthralgia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hirsutism, hyperhidrosis, hypersensitivity, hypoaesthesia, irritable bowel syndrome, menorrhagia, migraine, mood altered, nausea, nervous system disorder, pain in jaw, paraesthesia, pelvic pain, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: menorrhagia, dysmenorrhea, ibs (inflammatory bowel syndrome), depression, pelvic pain." Most recent follow-up information incorporated above includes: on 6-apr-2020: plaintiff fact sheet received : allergic conditions, neurological problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), abdominal pain ("abdominal pain"), menorrhagia ("extended cycle"), alopecia ("hair loss"), weight increased ("weight gain") and allergy to metals ("allergy to metal") with rash. The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal pain, menorrhagia, alopecia, weight increased and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, genital haemorrhage, headache, menorrhagia, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.